Manufacturer narrative:
The reported complaint of icy catheter leak was confirmed during functional test. Bond leak was observed at proximal end of medial balloon. Probable root cause was due to latent material defect. Visual examination of the returned catheter was performed and found no physical damage. Functional testing of the returned catheter was performed. All lumens were flushed. The returned icy catheter was connected to a pressurized inflation device. Bond leak was observed at proximal end of medial balloon. Thus, confirming the reported complaint. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot number 95028.

Event description:
After 6 hours of ivtm therapy, the customer noticed that the saline fluid in the bag has decreased and that the ivtm thermogard console displayed "airtrap" error message along with alarm sound. No saline fluid noted on the patient's bed and condensate pan. Pink-colored saline fluid was observed when the physician applied negative pressure to the icy catheter (lot #95028) with syringe. Ivtm therapy was discontinued per physician. When the icy catheter was removed, customer observed leak from the connection between the balloon and the catheter shaft. No patient injury was reported. The thermogard system was submitted under MFR 3010617000-2020-00023.